Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited a sticky control unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky control unit, the cause was due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.